Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: the pump's black box did not show any ¿no cartridge detected¿ warnings. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was opened and no damage was found to the force sensor circuit.